Event description:
Device 4 of 4. Reference MFR reports: 1627487-2012-02041, 1627487-2012-02042, and 1627487-2012-02043. The pt (B)(6) allegedly received two scs systems which included seven leads from three separate lots. Three of the leads were placed in the occipital area (off-label) and four leads were placed in the thoracic region. It was reported the physician revised two of the pt's leads and implanted them deeper on (B)(6) 2011. As the specific revised leads were unk, all leads are being reported. The pt also reported she had suffered acute chest pain and a stroke and she collapsed and was taken to the hospital. She stated her stimulation was not turned on at the time of the event. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.